Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was dislodged from the sds and the distal end of the stent was covered by a stent protector. The proximal stent struts were pulled and damaged while the distal end of the stent was misaligned and squashed. The maximum crimped stent profile was measured which is within specification. A stent protector was returned with the device. The inner diameter (ID) of the stent protector was measured which is within measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft polymer extrusion profile found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28 mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent dislodged. The device was not used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent dislodged. The device was not used inside the patient. No patient complications were reported.